Event description:
It was reported that during a carotid angioplasty procedure, deployment difficulties occurred. The lesion being treated was located in the left internal carotid artery. First, a filterwire ez was advanced. As the carotid wallstent was being deployed, friction by the shaft was noted at the proximal end of the stent. Therefore, the stent was displaced and deployed "beneath" the lesion. Another carotid wallstent was then deployed to fully cover the lesion. Post dilation was performed with another manufacturer's balloon. Pt status was reported as 'stable'.

Manufacturer narrative:
The complainant indicated that the delivery device will not be returned for evaluation and the stent remains implanted; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.